Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The date of event is unknown, the date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced loss of consciousness and or a seizure. Customer did not provide how they were able to self-treat and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre 2 sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unknown, the date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.h6: adverse event problem - codes updated to reflect new FDA annex codes h10: addtl mfg narrative - updated to reflect correct investigation activities

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced loss of consciousness and or a seizure. Customer did not provide how they were able to self-treat and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.